Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced during the procedure on (B)(6) 2019. The device estimated longevity was 2.5 years and generator malfunction was suspected. The patient was stable. Related manufacturer report: 2017865-2019-03327.

Manufacturer narrative:
The reported event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Correction: the reported event of impedance anomaly and premature battery depletion was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found.